Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set leaked during infusion. The reporter stated that &#50440;e IV was pulled apart midway out&#55311;f the patient&#38112;arm. There was no patient injury or medical intervention associated with this event. No additional information is available.